Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) female patient, the device inappropriately shut down. The batteries were replaced and the device still did not power on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.